Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU lists potential adverse events, including bleeding, cardiac arrhythmia and pericardial fluid collection, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had renal dysfunction and mediastinum bleeding on (B)(6) 2024. The patient received between 8 and 16 units of red cell concentrate (rcc). Treatment included reoperation and blood transfusion. Dialysis was reported as ongoing.

Manufacturer narrative:
H6: codes corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had renal dysfunction prior to implant. The patient exhibited symptoms of cardiac tamponade, low blood pressure, low pump flow rate and more. On (B)(6)2025 the patient experienced persistent ventricular arrhythmia requiring defibrillation or cardioversion. This event was due to pathological conditions. The patient had a gastrointestinal (gi) bleed. This was treated with a transfusion on (B)(6)2025 were the patient received 8 units or more but less than 16 units. Prothrombin time was 1.0 iu, activated partial thromboplastin time (aptt) was 42 seconds and platelet count was 21.2 ×104/l. No medication was given. There was no anticoagulant therapy at the time of the event. The cause of the bleeding was complexities of medical management. This was not considered to be device related and was thought to be due to pathological conditions. It was noted that the patient was in very poor condition for about a month and a half after the procedure. It was additionally reported that the patient did not experience any symptoms of arrhythmia and the arrhythmia did not result in clinical compromise. The patient had a history of arrhythmia however the details were unknown. The arrhythmia was not thought to be device or therapy related and an implantable cardioverter defibrillator (ICD) was implanted prior to the pump. The arrhythmia resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported on (B)(6) 2025 that the patient had a major bacterial infection on (B)(6) 2024, with a positive blood culture that was treated with antibiotics. The patient also had right heart failure on (B)(6) 2024, the time of the implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until they expired on 26mar2025 as reported under MFR #: 2916596-2025-02303. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. The IFU lists potential adverse events, including bleeding, cardiac arrhythmia, renal dysfunction, pericardial fluid collection, right heart failure, and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This document also lists arrhythmia as a potential late postimplant complication. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that that circulatory collapse had occurred prior to surgery.